Manufacturer narrative:
Analysis of historical records (information already provided) orthofix srl checked the internal records related to the controls made on the device code 50-10300 lot v1394999 before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4) devices. All of them have already been released to the market. (Please refer also to MFR report number 9680825-2015-00053). Technical evaluation: the devices concerned were received by orthofix srl on october 15, 2015. The technical evaluation on the returned devices is currently on going. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary clinical evaluation was performed and will be finalized once the results of the technical evaluation are available. As soon as the results of the investigation will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6); o surgeon name: dr. (B)(6); date of initial surgery: (B)(6) 2015; body part to which device was applied: tibia; surgery description: lengthening, correction, non union; patient's information: (B)(6), male, height (B)(6), weight approx. (B)(6); previous health condition: good (healthy); problem observed during: into treatment/post-operative; type of problem: device functional problem; event description: a comprehensive description of the sequence of events was provided by the distributor. Below is reported an extract with the most significant information: (B)(6) 2015: date of surgery with tl hex. (B)(6) 2015: end of correction of deformity conform tl-x software. (B)(6) 2015 inspection by the surgeon of the tl hex frame during patients visit at the out-patient clinic: struts 1 & 2 came loose from the ring. All locking screws in the proximal and distal tl hex ring were evaluated and tightened and checked afterwards. Locking screws were undamaged. Patient put tie wraps around the struts of the frame himself to prevent the struts getting loose from the ring. (B)(6) 2015: locking screws tightened with the required tl-x torque wrench. (B)(6) 2015: the struts came loose again. The struts were again fixed to the frame using tie wraps. (B)(6) 2015: the frame was checked and there were no abnormalities: tl-x struts are intact, tl-x rings seemed not to be damaged and frame is stable. The tie wraps were removed and the locking screws were tightened again (for security reasons) using the torque wrench. Due to uncertainty of the stability of this construction, again a tie wrap was put around it (B)(6) 2015: 1 strut had completely burst. As a result, the frame collapsed a bit. Patient has pain with a sense of burn. The patient tried to fix the strut and placed it back and used a longitudinal tie wrap between the two tl-x rings for temporary fixation; the patient was advised to contact the hospital immediately for a strut exchange. " (B)(6) 2015: at the out-patient clinic new x-rays were made of the tibia. Fortunately they showed no abnormalities. The broken strut was exchanged for a new one. (B)(6) 2015: another strut also burst. At this moment the patient has less weight bearing than he used to have. The pain in his leg has not increased. The patient tried to fix the strut and used again a longitudinal tie wrap (between the two tl-x rings). (B)(6) 2015: at the out-patient clinic the frame was changed into a static frame: between the two tl-x rings 4 linear distractors were placed (similar as those for the upper osteotomy). After that, all the hexapod struts were removed. Goal is to eliminate struts coming loose again and/or break and also to create a firm and stable frame to complete treatment. The patient is allowed loadbearing. If necessary, it is possible to create extra compression for simulation of consolidation using the (lower) linear distractors. The complaint report form indicates: the device failure had adverse effects on patient -loss of fracture reduction, loss of distraction/correction achieved; the treatment was disturbed after surgery; a replacement device was not immediately available to complete surgery; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copy of operative reports is not available; copy of x-ray images is available (not received); information about patient current health condition: patient walks using crutches, no co-morbidity, healthy patient. (B)(4).

Manufacturer narrative:
Analysis of historical records (information already provided) orthofix srl checked the internal records related to the controls made on the (B)(4) lot v1394999 before the market release. No anomalies have been found. The original lot, manufactured in 2015, was comprised of (B)(4). (Please refer also to MFR report number 9680825-2015-00053 follow up 1). Technical evaluation (new information) the returned devices, received on october 15, 2015 were examined by orthofix srl quality engineering department. The devices were subjected to visual and dimensional check as per orthofix srl design and product specifications. The visual check evidenced the devices were broken in the inner bushing. The dimensional check performed on the two devices did not show any anomalies. Due to the breakage of the two devices, it was not possible to perform any other type of controls. Orthofix failure analysis concluded that the devices were originally conforming to design specifications. The problem notified of "strut coming loose", might be attributable to the following: the initial missing usage of the torque wrench to tighten the struts; · a not proper positioning of the struts inside the holes of the ring when tightening them. In fact is it essential to loosen the set screw initially, then insert completely the strut into the hole and finally it necessary to tighten the set screw using the torque wrench. If the struts are not completely inserted inside the holes, they can pop off the ring. The consequent breakage of the two devices could be mainly related to the overload (see details below) of the devices during the application. In fact, in a picture of the frame mounted on the patient, received from the distributor together with the notification, it is possible to see the presence of two cable ties all around the frame. The cable ties determine a lateral compressive load on the struts, which is beyond design criteria, that is most likely to be the root cause of the struts breakage. Medical evaluation (new information) the information made available on the case together with the results of the technical investigation, was sent to our medical evaluator. Please find below an extract of the medical evaluation: "for this case we have a well documented series of incidents occurring over a period of four months. A male patient of (B)(6) was having treatment for angulated and shortened tibial non union. We do not know the date of the original injury, but there is evidence in the photographs of a muscle flap, suggesting an original gustilo grade iiib injury. The initial correction with the tl-hex seems to have gone well. Then at about three months after initial surgery struts 1 & 2 "came loose" but could be corrected without loss of position. Later during month 4 two struts came apart on separate occasions. As all correction was complete, the struts were replaced with distractors, and treatment continues to completion. The cause of these episodes is not clear at present. The report suggests that the strut set screws were not tightened sufficiently, and a torque wrench was introduced to check this. After this two struts came apart while on the patient. It is not clear whether strut lengthening was still happening at that time. Clearly intervention was required during this series of incidents to prevent problems with the treatment. It seems that the treatment programme has been successful, although the patient is unhappy about the problems that have occurred. It would be good to see x-rays of the treatment. It would also be good to know exactly what treatment was happening at the time of the different episodes: in particular were the struts being lengthened on a daily basis at these times. However, the timing of the incidents and the description suggest that the problems with the struts happened late into treatment at a time when the tibia was quite stable, so no loss of position occurred. Certainly the lateral load from the cable ties will have produced forces on the struts that were not in their design criteria. I would think that the supported struts were not designed for this type of load." Final comments the results of the technical evaluation evidenced that the returned devices were originally conforming to orthofix srl design specifications. The problem notified of "strut coming loose", which required the use of cable ties to keep them in place, might be attributable to the following : · the initial missing usage of the torque wrench to tighten the struts; · a not proper positioning of the struts inside the holes of the ring when tightening them. In fact is it essential to loosen the set screw initially, then insert completely the strut into the hole and finally it necessary to tighten the set screw using the torque wrench. If the struts are not completely inserted inside the holes, they can pop off the ring. The consequent breakage of the two devices could be mainly related to the overload of the devices during the application. The cable ties determine a lateral compressive load on the struts that is most likely to be the root cause of the breakage. The medical evaluation evidenced as follow: "certainly the lateral load from the cable ties will have produced forces on the struts that were not in their design criteria. I would think that the supported struts were not designed for this type of load." "Clearly intervention was required during this series of incidents to prevent problems with the treatment. It seems that the treatment programme has been successful, although the patient is unhappy about the problems that have occurred." Based on the results of the technical evaluation performed on the returned device, that evidenced its conformity to orthofix srl design specifications, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem occurred is not device related. Orthofix srl continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: hospital name: (B)(6) surgeon name: dr. (B)(6); date of initial surgery: (B)(6) 2015; body part to which device was applied: tibia; surgery description: lengthening, correction, non union; patient's information: (B)(6), male, (B)(6); previous health condition: good (healthy); problem observed during: into treatment/post-operative; type of problem: device functional problem; event description: a comprehensive description of the sequence of events was provided by the distributor. Below is reported an extract with the most significant information: on (B)(6) 2015: date of surgery with tl hex, on (B)(6) 2015: end of correction of deformity conform tl-x software. On (B)(6) 2015 inspection by the surgeon of the tl hex frame during patients visit at the out-patient clinic: struts 1 & 2 came loose from the ring. All locking screws in the proximal and distal tl hex ring were evaluated and tightened and checked afterwards. Locking screws were undamaged. Patient put tie wraps around the struts of the frame himself to prevent the struts getting loose from the ring. On (B)(6) 2015: locking screws tightened with the required tl-x torque wrench. On (B)(6) 2015: the struts came loose again. The struts were again fixed to the frame using tie wraps on (B)(6) 2015: the frame was checked and there were no abnormalities: tl-x struts are intact, tl-x rings seemed not to be damaged and frame is stable. The tie wraps were removed and the locking screws were tightened again (for security reasons) using the torque wrench. Due to uncertainty of the stability of this construction, again a tie wrap was put around it. On (B)(6) 2015: one (1) strut had completely burst. As a result, the frame collapsed a bit. Patient has pain with a sense of burn. The patient tried to fix the strut and placed it back and used a longitudinal tie wrap between the two tl-x rings for temporary fixation; the patient was advised to contact the hospital immediately for a strut exchange. " on (B)(6) 2015: at the out-patient clinic new x-rays were made of the tibia. Fortunately they showed no abnormalities. The broken strut was exchanged for a new one. On (B)(6) 2015: another strut also burst. At this moment the patient has less weight bearing than he used to have. The pain in his leg has not increased. The patient tried to fix the strut and used again a longitudinal tie wrap (between the two tl-x rings). On (B)(6) 2015: at the out-patient clinic the frame was changed into a static frame: between the two tl-x rings 4 linear distractors were placed (similar as those for the upper osteotomy). After that, all the hexapod struts were removed. Goal is to eliminate struts coming loose again and/or break and also to create a firm and stable frame to complete treatment. The patient is allowed loadbearing. If necessary, it is possible to create extra compression for simulation of consolidation using the (lower) linear distractors. The complaint report form indicates: the device failure had adverse effects on patient -loss of fracture reduction, loss of distraction/correction achieved; the treatment was disturbed after surgery; a replacement device was not immediately available to complete surgery; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copy of operative reports is not available; copy of x-ray images is available (not received); information about patient current health condition: patient walks using crutches, no co-morbidity, healthy patient. Further information received from the distributor on november 24, 2015: "we requested x-rays at the hospital, however, due to privacy regulations, it is not for certain that the hospital will provide these. The strut being broken occurred after correction with the tl-hex was completed. The tl-hex frame needed to stay on the patient because of consolidation." (B)(4)